Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Unit received with cracked case on the back at the battery tube area, and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was tested using a test battery cap. (B)(4).

Event description:
The customer reported via phone call that the insulin pump got blank display with red light and fluid on the battery compartment and screen. The customer¿s blood glucose was unknown at the time of incident. Customer stated that battery cap was damaged. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.